Event description:
Had myelogram, radiology. Dye injected in spinal area to see damages to vertebrae area. Fractures to upper vertebrae and lower vertebrae detected. Have to take keppra and pain meds for one more fracture. Injured on the job; (B)(6) in 1993. Lower back injured 3, 45 disc. Refused back surgery, fear from not being able to walk. Injured as a customer at the store. Fractured vertebrae in upper back, 9, 10, 11-12. After x-ray and contrast dye, started having seizures, both lower hips and leg injuries. Now having seizures, fracturing collar bone, clavicle right side, right hand, left shoulder, neck and head injury. Tried to avoid surgery. Now needing to have surgery, myelogram and contrast dye. (B)(6).